Manufacturer narrative:
According to the description of the event, an extractor broke off during use. The product in question was sent to implantcast gmbh for optical investigation and the broken tip was evident. It is known that the fracture of the extractor occurred during use/intraoperatively. However, this had no health effect on the patient, as another instrument was used instead when the first one broke. The manufacturing documents and the material certificates of the extractor were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing of the product could be determined. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the extractor. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information.

Event description:
It's our extractor and (as has happened many times before) the little prong has broken off. When an implant was extracted.